Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer added insulin to the cartridge after it was already loaded onto the pump tandem technical support reminded the customer this was off label. Customer¿s blood glucose was 201 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.